Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked and the battery cap was unable to be tightened to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/15/2016 with the following findings: there were unexplained pump reboots observed in the black box. The battery compartment was cracked and the returned battery cap had stripped threads and was unable to fully attach to the pump; pump reboots were duplicated. A test battery cap was used and was able to attach and complete 24 hour duration testing with no reboots duplicated. The pump cover was removed and no evidence of internal moisture or damage was found. (B)(4).